Event description:
It was reported ventricular lead was removed and replaced due to metal ion oxidation degradation and suspected malfunction. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the proximal conductor was melted, all insulation was torn, all insulators were breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.